Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 after three or more hours of insertion. The insertion site was upper buttocks and infusion set was used for seven hours. Blood glucose level was high at the time of the event and patient took correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully.